Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted from a 72-year-old patient after an implant duration of five (5) years and eight (8) months for unknown reason. A valve model: 11500a21 was implanted in replacement. Concomitant coronary artery bypass was performed. As per implant data card provided, this event was due to a deficiency of the original device.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. No details regarding what issue warranted the intervention, or what comorbidities the patient has, were provided. A DHR review was performed, and no related non-conformances were found. For products not returned, an engineering evaluation may be triggered if there is an allegation of a malfunction which could be related to a manufacturing non-conformance. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), there is no information available to suggest a manufacturing non-conformance after an implant duration of 5 years and 8 months. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. Thus, an engineering evaluation will not be performed. Based on the information available, a definitive root cause cannot be conclusively determined; however, due to the concomitant coronary artery bypass performed, patient factors may have contributed.